Event description:
Boston scientific received information that this atrial lead was not capturing following a device upgrade procedure and an aortic valve replacement. Therefore, the lead was removed from service and replaced. No adverse pt effects were reported.